Event description:
Small conmed vcare. Vaginal-cervical-ahluwalias-retractor-elevator, balloon did not hold air when inflated. This was subsequently exchanged for a medium, conmed vcare which worked without issue. FDA safety report ID# (B)(4).